Event description:
The manufacturer received information alleging the ventilator's internal battery was not charging. The device was not in patient use. The ventilator was returned to a third party service center, and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.